Event description:
During a regular follow-up, the pacemaker was unexpectedly found programmed with nominal settings.

Event description:
During a regular follow-up, the pacemaker was unexpectedly found programmed with nominal settings.

Manufacturer narrative:
(B)(4).

Event description:
During a regular follow-up, the pacemaker was unexpectedly found programmed with nominal settings.